Event description:
The patient stated that they had checked their blood glucose on the suspect device and obtained a result of 251mg/dl. Patient then gave themselves insulin and ate lunch. One hour later patient passed out. Emergency medical technicians were called and they checked patient's blood glucose at 51mg/dl. Patient was taken to the hospital and given a dextrose IV. Glucose control solutions were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.